Event description:
A medtronic representative reported that during a demo on a sawbones model the tips got stuck in the navlock trackers after use with powerease. The tap was returned for evaluation and found to be occluded with sawbones material. There was no patient present.

Manufacturer narrative:
No patient present. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available based on mechanical engineering review and the decision was changed to a reportable malfunction. The device was returned to the manufacturer and the reported event was confirmed to have a mechanical malfunction caused by wear. The tap was blocked with sawbones material and there was an abrasion ring near the locking ring.